Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (30 mg/ml at 4.605 mg/day) and marcaine (10 mg/ml at 1.545 mg/day) via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 the hcp reported that they had received a voicemail from the patient that stated their pump was alarming. Per the hcp, the patient had a ptm (personal therapy manager) but no code was given by the patient. It was reviewed with the hcp to confirm any code on the ptm and check the pump status to confirm the actual alarm. The hcp stated that they would call the patient and get more history. The hcp called back the same day with the patient conferenced in. The patient stated that they did not have their ptm. No patient symptoms were reported. Additional information was received on 26-feb-2018 from hcp who reported that the pump had gone dry and then he refilled the pump. Per the hcp, they updated the pump today and the hcp was assisted with creating a print report for their electronic medical records. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from the healthcare professional (hcp) who reported that the patient had been scheduled for a pump refill appointment on (B)(6) 2018 as it was the refill date at max activations per examination of the pump on (B)(6) 2017. The patient called and canceled her appointment because she was leaving out of state and busy moving to a different house. She did not reschedule the appointment. She returned a month later and contacted the office that an alarm sounded from her pump on (B)(4) 2018. The patient was then immediately scheduled for a pump refill/follow-up appointment on (B)(4) 2018. The patient had no problems or complications reported with narcotics and no withdrawal symptoms were noted. She was using norco 1 or 2 tabs a day. The pump was interrogated and showed 0.4 ml as the residual volume. The pump was accessed and no remaining solution could be aspirated which matched with the pump analysis of almost no residual volume. Preservative free sterile normal saline (5ml) was injected into the pump and it was verified that this could be easily aspirated back into the syringe. The decision was made to fill the pump with medication and not normal saline as the patient had good control with it and wanted to see if the pump would work. The medication was slowly injected in 3 ml increments and with repeated aspirations. The injected solution was easily aspirated each time. The injection was completed, the needle removed, and a bandaid was applied. The pump was reprogrammed with the dose as it was as the patient probably had the pump work until the alarm date due to not using bolus doses. The patient could not find her ptm (personal therapy manager) as she said she never used self-dosing. The patient would be seen in 2 weeks and the pump would be checked to see if it was working. The patient was sent home ambulating in stable condition. There were no complications related to the refill. Per the telemetry strip, the next refill date at max activations was (B)(4) 2018. No further complications were reported/anticipated.